Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilator&#38112;screen became blank, a high pitch alarm was generated and the unit stopped cycling. The patient was removed from this unit, manually ventilated, and transferred to another unit without harm.

Manufacturer narrative:
(B)(4).